Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. Based on the results of the investigation, foreign material came out of the device, but the type of the material or root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited distal end biopsy channel, foreign materials. There was no patient involvement.